Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan timeout error with the adc device, and therefore was unable to obtain sensor readings. The customer developed symptoms of confusion, cold sweats, blurred vision, fatigue, "could not communicate", and shaking. The customer self-treated with orange juice, candy, and foods, and additionally was treated with juice, soda, and food by healthcare professional. Healthcare meter results of 63 mg/dl, 78 mg/dl, and 168 mg/dl were reported. There was no report of death or permanent injury associated with this event.